Event description:
This ra lead was implanted on (B)(6) 2017 and was capped on (B)(6) 2018 due to high pacing thresholds and impedance issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).